Event description:
It was reported that during a scheduled feeding tube change, upon removal of the catheter, it was found that the catheter had eroded at the distal end. No further complications occurred with this event and the patient is fine. The device has not been received for evaluation. Therefore, a failure analysis is not available and company is unable to determine if the device met its specifications. Company believes user technique and/or patient anatomy may have contributed to this event. However, company is unable to determine the relationship between the device and the cause for this event. The directions for use outline appropriate placement, access and maintenance procedures.